Event description:
During a hip revision while the surgeon was tightening the proximal screw for the cone body of a restoration mod stem the screw broke.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
During a hip revision while the surgeon was tightening the proximal screw for the cone body of a restoration mod stem the screw broke.

Manufacturer narrative:
An event regarding crack/fracture involving a restoration modular bolt was reported. The event was confirmed. The bolt fractured at the root diameter of the third thread from the head. Fracture occurred due to a right-handed tightening force. The material analysis report concluded that the fracture was consistent with the application of an overload in torsion due to a right-handed tightening force. Device history review indicated all devices in the reported lot were manufactured and accepted into final stock with no reported discrepancies. Complaint history review indicated there have been no other events for the reported lot. The investigation concluded that the fracture occurred with the application of an overload in torsion. No material or manufacturing defects were observed on the fracture surfaces examined.